Event description:
On (B)(4) 2013 the patient contacted animas to inquire about a supply order and mentioned that she was in the hospital. No additional details were provided and it is unknown at this time what the hospitalization was for. Customer technical support made several attempts to contact the patient for additional information, without success. This complaint is being reported because the patient reported being in the hospital and it is unknown at this time if the alleged incident was related to a blood glucose excursion.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.